Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC not giving venous return despite multiple attempts to unblock with urokinase. Linogram performed on (B)(6) 2026 so that PICC can be used without achieving venous return as per policy. Repeat linogram 6 weeks later showed fracture in the PICC at the level of the brachiocephalic trunk. PICC removed. No fracture noted on flushing. PICC was inserted (B)(6) 2026 into r basilic vein, trimmed to 43cm, exit site 2. PICC was used for CT scan (B)(6) 2026. Intervention to unblock the line (B)(6) 2026. PICC was removed (B)(6) 2026 and replaced (B)(6) 2026.